Manufacturer narrative:
The pump was received with a blank display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. The pump was also received with the case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.

Event description:
Information received by medtronic indicated that there was hair line crack on the battery chamber of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.